Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was in range of 40 mg/dl, 48 mg/dl. Customer was treated with food and glucose tablet. It was unknown that customer was using auto mode or not. Customer did not feel ok to do troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.